Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that a patient presented at the emergency room (ER) for overdose. The patient had mental status change and was sleepy. The pump had not been interrogated and the reporter was not certain what drugs were in the pump but the drugs dilaudid, morphine, and fentanyl were mentioned. The ER administered a small amount of narcan and the patient ¿was more responsive.¿ no outcome was reported for this event. Follow up was being conducted to obtain information. If additional information is received a follow up report will be sent.